Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02411. The patient received her scs system, including two percutaneous leads, on (B)(6) 2007. It was reported the patient's stimulation was varying and intermittent. Reprogramming was not able to resolve the issue. The patient was referred for further testing (x-ray, diagnostic lead testing, etc). She is reportedly working with her physician to determine the next course of action. No further patient complications were reported as a result of this event.